Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a paroxysmal atrial fibrillation procedure, the farawave pulsed field ablation catheter was inserted into the faradrive steerable sheath clear when attempts were made to aspirate the side-port of the sheath and air bubbles were observed. During aspiration there were air bubbles in three blood-filled 20ml syringes one after the other. The bubbles were not seen at the transparent shaft and could had possibly come through the valve. Subsequently, the sheath was replaced, and the procedure was completed successfully. There were no patient complications. The sheath is not expected to return for analysis as it was disposed.